Manufacturer narrative:
Report confirmed. The device was tested and the temperature was measured to be 150.3°f. The rate of temperature rise was above threshold at 6.4°f/sec. The likely cause was identified as detached ceramic balls for the proximal d-ring which caused the spring to push the carrier against the collet closure and another spring will push the collet closure towards the carrier. This will create contact and generate heat when the motor is used. Also, the o-rings were worn. It was also noted that the tool was not seating properly because there were no stainless steel balls and brake will not be able to move axially which result to tool retention bearings that do not engage. The retention ball bearings must disengage first for the tool to be inserted. Upon disassembly, a slimy substance was found on components as if the motor was dipped into something. There was a large amount of debris build up in the collet, specifically around the collet brake. This type of failure is associated with (B)(4). The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of tool not seating properly. It was reported that there was no patient or staff impact. Repair escalated to product event on evaluation due to overheating.